Event description:
The biomedical engineer (bme) reported that the spo2(saturated pulse oxygen) readings from the gz transmitter shows up with good waveforms then within a few seconds even with brand new batteries, the battery indicator goes red and the spo2 drops out along with the ECG(electrocardiogram). Bme did not know if this occurred while the device was in use on a patient but did report that there was no patient harm. Bme requested a warranty exchange unit and will return this unit to nihon kohden.

Manufacturer narrative:
The biomedical engineer (bme) reported that the spo2(saturated pulse oxygen) readings from the gz transmitter shows up with good waveforms then within a few seconds even with brand new batteries, the battery indicator goes red and the spo2 drops out along with the ECG(electrocardiogram). Bme did not know if this occurred while the device was in use on a patient but did report that there was no patient harm. Bme requested a warranty exchange unit and will return this unit to nihon kohden. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied that none of the requested information can be provided.

Manufacturer narrative:
Complaint summary: the biomedical engineer (bme) reported that the spo2(saturated pulse oxygen) readings from the gz transmitter shows up with good waveforms then within a few seconds even with brand new batteries, the battery indicator goes red and the spo2 drops out along with the ECG(electrocardiogram). Bme did not know if this occurred while the device was in use on a patient but did report that there was no patient harm. Bme requested a warranty exchange unit and will return this unit to nihon kohden. Device evaluation and investigation summary: root cause analysis: we were unable to confirm the reported issue. A definitive root cause could not be determined. However, after further testing from repair center they were unable to duplicate the issue. They stated the red light on the battery icon indicates that the batteries were weak. The device was in good physical condition with no damage. The most probable root cause could be caused by weak batteries which caused the red icon to display and spo2 to drop out. Batteries can only be stored for so long as they do have a shelf life, and these batteries could have been losing strength over time. When the remaining battery power is low, the gz will display a "battery weak" message and icon. Batteries should be replaced every year unless extensively used or used in environments that exceed recommended temperature tolerance levels. Batteries in these scenarios may need to be replaced more frequently. Battery issues can be resolved by removing the battery from the machine and powering down the gz for several minutes before reinstalling the batteries and powering the machine back on. Device history: a serial number review of the reported device (gz-130pa, serial number (B)(6)) does not reveal additional related complaints. Complaint history review of the customer's account does not reveal trends for similar complaints. UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from gz-130pa to gz-130p. D2b device product code: corrected the product code from drt to mhx. D4 additional device information / model #: corrected the model # from gz-130pa to gz-130p. D4 additional device information / catalog #: corrected the catalog # from gz-130pa to gz-130p. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, applicable to the unique device identifier (UDI) information of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the spo2(saturated pulse oxygen) readings from the gz transmitter shows up with good waveforms then within a few seconds even with brand new batteries, the battery indicator goes red and the spo2 drops out along with the ECG(electrocardiogram). Bme did not know if this occurred while the device was in use on a patient but did report that there was no patient harm. Bme requested a warranty exchange unit and will return this unit to nihon kohden.